Manufacturer narrative:
A field service engineer (fse) went on-site and replaced tubing which resolved the issue. The root cause was a tubing leak.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a fluid leak underneath the diluter of the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The operator was wearing proper ppe at the time of the incident and did not seek medical attention.